Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the colon during a balloon inflation procedure performed on (B)(6) 2021. During the procedure, the balloon ruptured immediately. The procedure was completed with a non bsc product. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a0402 captures the reportable investigation result of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was torn longitudinally. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with the scope or any other surface during the procedure that could have created friction, caused the balloon to torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the colon during a balloon inflation procedure performed on (B)(6) 2021. During the procedure, the balloon ruptured immediately. The procedure was completed with a non bsc product. There were no patient complications reported as a result of this event.